Manufacturer narrative:
Device analysis report attached. This report is submitted on february 17, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on december 29,2021.

Manufacturer narrative:
This report is submitted on 14 may 2021.

Event description:
Per the clinic, the patient experienced an infection around the implant area which was treated with antibiotics and steroids. However, the issue could not be resolved. The patient underwent a revision surgery on (B)(6) 2021 to remove the sore tissue.